Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Following pre-dilation, a 2.50 x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. After removing the device, the stent struts were noted to be deformed. The procedure was completed with a different device and no patient complications were reported.